Event description:
It was reported that sometimes post stent placement procedure in the right superficial femoral artery, the stent allegedly fractured inside the patient. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation. The alleged stent fracture cannot be re produced which leads to inconclusive evaluation result. Based on the information available the investigation is closed with inconclusive result for stent fracture. However, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instruction for use states: "do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment." Regarding pta the instruction for use states: "predilation of the lesion should be performed using standard techniques", "post stent expansion with a pta catheter is recommended." The instruction for use further state: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." H10: d4 (expiration date: 02/2021), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometimes post stent placement procedure in the right superficial femoral artery, the stent allegedly fractured inside the patient. There was no reported patient injury.